Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was a small crack on the touchscreen. There was no patient involvement, as device had not yet been used by the user at the time of the reported event.